Manufacturer narrative:
The following devices were also listed in this report: cat#; device name; lot# - unk_lim; unknown stryker hmrs rotating hinge axle; unknown. Unk_lim; unknown stryker hmrs rotating hinge knee bumper insert 5; unknown. Unk_lim; unknown stryker kinemax plus rotating hinge tibial sleeve; unknown. Unk_lim; unknown stryker tibial bearing; unknown. Unk_lim; unknown stryker hmrs rotating hinge femoral bushing; unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: as per pss previous distal femoral resection for synovial sarcoma in 2003, now has instability requires components to exchange the articulating components. Dislocated her polyethylene post a fall. Left side.